Event description:
It was reported that patient was having difficulty charging the ipg for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event:approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging the ipg for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed. The battery depletion rate was within the expected range. A review of the patients data found that low charge voltage and low charge current, are likely caused by device migration or depth or orientation issues. It passed the functional test and an electrical test. With all the available information, boston scientific concludes that the complaint was confirmed.